Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving a dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported the patient had to have his pump removed due to a staph infection. The date (B)(6) 2020 is considered an approximate date of event (month and year known only). The pump and catheter were explanted around (B)(6) 2020. It was noted that they had determined the infection was not mrsa. The infection was resolved by removing the pump and catheter and they had put in a port and the patient did daily injections with antibiotics. They were going to replace the pump and catheter but cancelled the implant. It was noted that a staff member at the physician¿s office told the patient that the manufacturer was not able to make or implant pumps any more because of the FDA. The patient wanted to know why their pump and catheter replacement was cancelled. At the time of the report, it was reviewed that there was a shortage of pumps and the current pump supply was being allocated for implanted patients with the greatest risk and need. No further patient complications have been reported as a result of this event.